Manufacturer narrative:
Initial MDR 2432235-2023-00160 was filed on jun 15, 2023. Additional information ¿ july 03, 2023: the initial issue was reported as two samples that repeatedly recovered higher with advia centaur ca 19-9 kit lot 516 than with the alternate method 1 ca 19-9 assay. Because there is no indication of a cancer diagnosis with these two patients the customer believes the alternate method 1 ca 19-9 assay results, which are within the normal range, are correct. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. Return of the patient sample for further investigation is not possible due to china custom issues. The customer is operational. The investigation finding, and investigation conclusion codes were updated.

Event description:
The customer reports observation of discordant elevated results for two patient samples when running advia centaur - ca 19-9 lot 516. The samples were repeated on the same analyzer and similar results were obtained. The samples were repeated on the alternate method and lower results were obtained. There is no indication of a cancer diagnosis with either patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 result.

Manufacturer narrative:
An outside the united states customer reports observation of discordant elevated results for two patient samples when running advia centaur - ca 19-9 lot 516. The samples were repeated on the same analyzer and similar results were obtained. The samples were repeated on the alternate method and lower results were obtained. There is no indication of a cancer diagnosis with either patient. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.